Manufacturer narrative:
This report is filed (B)(4) 2016. Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2016, due to a high fever. The patient's fever normalized, and the patient was discharged (date not reported). The patient was later hospitalized for a second time due to a loss of consciousness (date not reported) and was admitted to the intensive care unit. During this admission, the patient experienced brain death and was placed on a respiratory support device. The patient did not recover and subsequently, the patient expired (date not reported). The patient was diagnosed with hydrocephalus; however, the cause of hydrocephalus is unknown. Jaundice, hypovolemic and septic shock are suspected to have contributed to the patient's outcome. Test results for meningitis returned negative. It is unknown whether the implanted device contributed to the death. Additional information has been requested but has not been made available. The cochlear implant remains implanted at this time. It is unknown if the device will be explanted and returned for analysis as of the date of this report, (B)(6) 2016.